Event description:
It was reported that the 80 cm fox plus 7 x 40 balloon dilatation catheter was soaked per the instructions for use (ifus) for an interventional procedure to the arterial trunk. The physician reported that the balloon dilatation catheter ruptured at nominal pressure during the first inflation. Another 80 cm fox plus 7 x 60 balloon dilatation catheter was also prepared as per the ifus but also ruptured at nominal pressure. The procedure was successfully completed with another balloon dilatation catheter. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned fox plus balloon catheter noted blood in the balloon, consistent with a leak or rupture while in the anatomy. There was no contrast visible. The balloon was loosely folded, consistent with being inflated. There was a 1 mm radial rupture in the middle of the balloon. Scanning electron microscopy (sem) analysis indicates that the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was observed at the leak edge. In this case, it was reported that a second fox plus balloon also ruptured at nominal pressure, suggesting possible interaction with the lesion site or associated devices may have contributed to the ruptures. There was no report of leaks noted during the preparation for use, suggesting that the balloon damage likely occurred during use. If the balloon experiences mechanical damage during the procedure, such as interaction with sharp calcification or associated devices, this can cause the balloon material to weaken and rupture during inflation. A review of the lot history records did not reveal any nonconforming material records associated with this lot that would have contributed to this complaint and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. All dilatation catheters are visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure and balloon integrity.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.the other fox plus is being filed under a separate MFR number.